Manufacturer narrative:
A fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned, no suture or ts. The complaint of the suture not cinching properly cannot be confirmed as the suture/t construct was not returned. The needle is bowed. The device is melted likely from the decontamination process performed at the facility. As a result functional and dimensional assessment cannot be performed. Due to these observations, no root cause can be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a procedure it was reported, ¿suture did not move¿. Additional information received indicated that the device was removed. The surgeon used a back-up device to complete the procedure. The patient¿s post-op condition was reported as normal and no follow-up needed.